Manufacturer narrative:
The insulin pump powered up properly after battery installation. No failed battery test noted. The operating currents are within specifications. However, the insulin pump was received with broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states the customer received failed battery test alarm. The customer's blood glucose level at the time of incident was 193mg/dl. The mother also states the customer's pump has cracks along the reservoir compartment. Troubleshoot was conducted. The customer was advised to discontinue use of the pump, and that it would have to be replaced and returned for analysis.